Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 2/5/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was visually inspected under magnification revealing that there was a stress mark on the cartridge, however, the stress mark is within specification for used product. Ophthalmic viscoelastic solution (ovd) was observed inside the cartridge. There was no damage to the cartridge tip. No issues that could cause or contribute to the complaint issue were observed. The lens was observed to be cut in half with one half missing and coated in viscoelastic residue. The lens was cleaned and inspected revealing surface damage. No further issues were observed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: the observed damage could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. There is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity eyhance intraocular lens was faulty. The surgeon said it had a nick/scratch on it. They had to explant it and implant a new lens. Additional information received stated that the lens was over folded when ejected which caused a dimple on the lens during implantation/application. The lens was partially inserted and removed during same procedure. There were no unplanned incision enlargement, sutures and/or vitrectomy done. It was unknown whether directions for use were followed. There was no delay in procedure. And the patient was fully recovered.

Manufacturer narrative:
Section a5: ethnicity/race: unknown, information not provided. Section d6a: date not provided. Section d6b: date not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.